Manufacturer narrative:
The investigation confirmed that lower than expected vitros tropi es and vitros total bhcg ii results were obtained from multiple non-vitros qc fluid levels, when compared to the respective laboratory means when processed on a vitros 5600 integrated system. The most likely assignable cause is an instrument related issue as multiple products and qc fluids were affected. In addition, the historical qc fluid results indicated acceptable performance prior to the observed shift on (B)(6) 2018. Service of the instrument performed by an ortho field engineer included the replacement of the signal reagent probes, the performance of all microwell incubator ring adjustments, all metering adjustments, all metering mapping adjustments, all well wash mapping adjustments and soak volume adjustments. Following service actions, acceptable qc fluid results were obtained and the customer accepted the instrument back into operation.

Event description:
A customer observed lower than expected vitros tropi es and vitros total bhcg ii results from multiple non-vitros qc fluid levels, when compared to the respective laboratory means when processed on a vitros 5600 integrated system. Vitros tropi es cliniqa cardiac control level 1, lot 1706162 results 0.033, 0.033, 0.034, and 0.032ng/ml versus the baseline mean 0.080 ng/ml. Vitros total bhcg ii biorad level 3, lot 40923 results 221.0, 228.9, 217.2, 242.9, 229.0, 232.0 miu/ml versus the baseline mean 494 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected qc fluid results were from non-patient fluid. Ortho was not made aware of any allegation of patient harm as a result of this event. However the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no reported allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).